Event description:
A malfunction code was reported on a mobi pump, specifically malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing pump reset information and guided the customer in resetting the pump. The malfunction code did not recur after resetting, and the customer has been advised to continue using the pump and to report back if any issues reappear.